Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was delayed for 1 hour. The philips field service engineer (fse) inspected the system onsite and confirmed that host pc cannot start up normally. Upon functional test fse found that the system bios battery was too low to boot up the host pc. Fse replaced the bios battery. After replacement of bios battery, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system did not boot up. The system was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and noticed that host pc's bios battery was too low. The fse replaced the bios battery and system returned to full functionality. Philips has continue to investigation of the complaint.